Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient reported a skin reaction that was described as irritation and burn. They reported that the adhesive caused a skin reaction that had itchiness and resulted in a scar. There was no documentation of medical intervention, this is being reported based on the alleged scarring that occurred. No additional patient or event information is available.